Event description:
It was reported that during device preparation and before use, after flushing the device and during insertion onto the 014 guidewire, it was noted that the viatrac balloon tip was damaged. Device analysis noted that the distal tip of the bdc was torn. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported tip damage (kink, tear, separation) was confirmed as it was noted that the distal tip of the balloon dilatation catheter was torn and was folded inward. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported compliant appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.